Event description:
It was reported that unknown bd venflon¿ pro safety 20ga 1.1 x 32mm leaked it was reported that clinician and/or any patients have encountered leakage from the cap while using the bd venflon¿ pro safety 20ga 1.1 x 32mm. Customer also reported performance below expectation. Verbatim: clinician experienced: the cannula leaked from the cap the cannula leaked from the cap on flushing yes, the complication / device failure has been reported to bd resulted in removal of the bd venflon¿ pro safety IV cannula / bd venflon¿ pro safety IV cannula with bd instaflash¿ needle technology performed below expectations as described it started leaking and had to be taken out.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.